Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -11.50 diopter lens tear/break during loading while removing from vial on (B)(6) 2023. The lens was implanted,removed and replaced intra-operatively on (B)(6) 2023. The replacement lens resolved the problem. Cause reported as unknown.